Manufacturer narrative:
The result of the evaluation was that the power switch was defective, causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer advised no alarm with 11,324 hours.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer advised no alarm with 11,324 hours.